Event description:
The patient called to report that the device stopped working while driving which could have "killed" him and others. It was also reported by the clinic that the device was unable to be interrogated and end of life (eol) was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis by the submitter found that the device had no output and no telemetry. The device was opened and the battery was noted to be depleted down to 1.773 volts. An external supply of 2.78 volts was used to power the device and higher than nominal current was noted.